Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 50% to 20% overnight. In addition the battery gauge was observed to jump from 80% to 100%. Customer declined to troubleshoot the issue. The customer's blood glucose was approximately 200 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.